Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen had a partial display. It was reported that insulin pump also received a pump error 63. Self test was performed and pump received another pump error 63. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed hardware low level failure during self-test and was confirmed in the insulin pump history due to cold solder joint at keypad assembly. The insulin pump was received with operating currents within specifications and passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay.